Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown. An exact date was not provided but the best estimate is (B)(6) 2017. Explant. Incision enlarged. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (model zxt300, +17.0 diopter) was explanted in a secondary surgical procedure on (B)(6) 2017, from the left eye of a female patient. Additional information was received and it was revealed that the incision was enlarged to remove the lens. No vitrectomy was performed, no complications and no other medical or surgical intervention was reported. It was also mentioned that the iol, implanted on (B)(6) 017, was in patient's eye for a month and the doctor felt the power was not right so the lens was explanted and replaced with another toric lens, same model smaller diopter (+14.5). The patient was reported doing well when discharged. No further information was provided.